Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the ins showed elevated impedance readings that fluctuated on a variety of different contacts. The ins was replaced with a new one and all impedances are within range, and the issue was resolved at the time of the report. It was stated that the patient's symptoms returned soon after the ins was replaced, and the impedance readings were found to be >40000 on the 3 contact. Impedances were checked again pre-op on the day of the report, and were high on contact 1. No environmental or patient factors that may have contributed to of led to the issue were reported. It was also reported that the ins appeared to be depleting more quickly than normal. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator sn- (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported on (B)(6) 2018 the caller got an email from the manufacturer representative (rep) stating they did testing and there was nothing wrong with the first battery. The caller did not know how that could be. It was reported, in the first surgery, the ins did not work and they replaced the battery and it worked at the time of the report. The caller wanted to know how they were going to be compensated and they were disappointed the rep said there was nothing wrong. The caller stated the patient had a procedure on (B)(6) 2018 to have the ins battery replaced due to normal battery depletion. After the surgery, the doctors told them the left side was not functioning and there was some kind of impedance issue and his wife's ability to handle tremors was impeded upon. The doctors told them that either the leads or the battery were defective. They went back on (B)(6) 2018 and installed a new battery. Since replacement, everything worked fine no problem. No further complications were reported or anticipated.